Manufacturer narrative:
The date of explant is not known. An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Event description:
It was reported that the patient's scs ipg became inoperable and the patient underwent surgical intervention wherein the scs ipg was explanted and replaced with a competitor's system on an unknown date.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was receiveing a "replace generator" error message that may indicate premature depletion.